Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital following a syncopal episode. Review of stored device memory revealed several episodes of noise that was oversensed resulting in pacing inhibition. The patient was noted to have complete heart block. Undersensing of premature ventricular contractions (pvcs) was observed when programming changes were made. An invasive procedure was performed. The device was explanted and replaced. The lead was tested on a pacing system analyzer (psa) and noise was continually observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.